Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, self test and occlusion test. No pump error noted during testing. However, pump error and hardware low level failures were confirmed in pump history with variable (009) due to software anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had multiple pump errors. The customer¿s blood glucose value was 10.1 mmol/l at the time of incident. The customer was assisted with troubleshooting. The customer was unable to clear the alarm and able to rewind insulin pump. The customer was reported that the insulin pump did not pass displacement test. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will not be returned for analysis.